Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty inserting the drop down stem into the tibial plate. A different drop down stem was used to complete the surgery.